Event description:
This male pt was undergoing stent placement within the heavy vessel calcification but no tortuosity, rate of stenosis, 90% of the carotid artery. When the physician was advancing the stent into the guiding catheter, the stent partially came off the delivery system. The physician felt that the "y" connection might have been loosened. The procedure was completed with another product. There was no adverse consequence to the pt.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.